Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board, generator interface board, system interface board, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was not able to produce fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.